Manufacturer narrative:
The insulin pump compromised force sensor alarm during prime/ compromised force sensor test due to moisture damage on the force sensor resistor. The pump was received with cracked reservoir tube lip, scratched lcd window and scratched reservoir tube window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the pump had a prime/fill anomaly. The blood glucose at the time of the incident was 72 mg/dl. The customer stated he is unable to exit the prime mode and keeps filling reservoir. The customer states they are unable to exit the "preparing to prime" loop. Troubleshooting was not able to resolve the issue. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The customer was advised that the insulin pump will need to be replaced. The device will be returned for analysis.